Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1362108) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings of 355 mg/dl and 164 mg/dl within 10 minutes on his adc blood glucose meter. The results, when plotted on a parkes error grid fell into the 'b' zone, showing the difference in values to be clinically insignificant. Customer further reported he "was brought to the hospital back and forth (and) was treated on an immediate medical treatment" due to the readings obtained on the meter. Customer also reportedly self-injected glucagon. No further information was obtained as the customer refused to answer questions regarding the reported event. It is unknown what, if any, diabetes specific treatment was received at the hospital. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.